Event description:
Pt was ordered for cvvh [continuous veno-venous hemofiltration] on [date redacted] due to soft bps [blood pressure] and concerning infection to hd [hemodialysis] site. Machine set-up and priming, which takes nearly an hour, resulted with error messaging reading, b2084, "a system failure has occurred. Warning: discontinue treatment." The next machine was attempted for use which took another hour to set up in pt's room. The next machine also gave error messages creating a further delay and need for gathering more supplies and a change of machinery once again. The patient's cvvh was delayed multiple hours due to faulty machines.